Manufacturer narrative:
Additional contact provided: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a patient was hooked up to a smiths medical cadd legacy plus pump on monday and then came back on friday to get it removed. When the patient returned, the bag was still completely full and the pump said stopped. There was no reported adverse event.